Event description:
It was reported that a right heart catheterization was performed to assess the accuracy of the cardiomems sensor pressures. The sensor pressures matched the pressures from the right heart catheter and no recalibration was performed.